Manufacturer narrative:
Complaint confirmed. Two unpackaged ar-1318ft-40 suture anchor were returned. Visual evaluation did not showed any damaged to both driver tips. One of the sutures was found to be frayed and broken. The anchor was not returned. Other suture was undamaged and attached to the anchor, but not to the driver. The cause of this event is undetermined; however, a most likely cause is the user-applied excessive mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hand ligament repair, the first screw was disconnected from the screwdriver and could not be used. After inserting the second screw into the bone hole, the suture broke when the suture was ligated. Additional information requested. Additional information provided 08/11/2021: the screw and the suture are pulled together and broke from the joint. All fragments were removed. The case was completed by creating a bone tunnel that penetrates the fixation part and fix it with nylon thread.